Event description:
The advocate stated that she performed a control test using the customer's meter and reagent and rec'd results of 32 and 183 mg/dl. The normal control range was 102-140 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were given to the customer.

Manufacturer narrative:
No test strip info was provided by the advocate.